Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl and remained within a normal range. Customer support provided instructions for resetting the pump, which successfully resolved the issue, and the malfunction code did not recur. The customer was advised to continue using the pump and contact support if the issue happened again, which they acknowledged and understood.